Event description:
A caller reported experiencing a cartridge alarm 31, indicating a problem with the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer decided to use manual daily injection (mdi) to maintain insulin delivery without interruption, and technical support confirmed the replacement of the pump as part of the resolution process.